Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The peritonitis manifested as abdominal pain and cloudy effluent. Treatment information was not reported. It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Pt age: the patient was born on an unspecified date in (B)(6). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the cause of the peritonitis was due to a breach in aseptic technique. Therapy was discontinued and the patient was placed on hemodialysis. The patient remained hospitalized and was not responding to antibiotic treatment for the event. The patient was retrained on aseptic technique. At the time of this report, the patient had not yet recovered from the peritonitis. No additional information is available at this time. This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.